Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the home screen was not appear on the display of the insulin pump. The customer¿s blood glucose was unknown. The customer reported that the insulin pump was exposed to moisture. Customer states battery cap was not damaged. The customer was advised to insert new battery and tighten battery cap. Customer stated that the home screen was not appear on the display. The customer advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. No blank display noted. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.